Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This report was sent in error. The customer reported¿ leak from distal end¿ would not have caused or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had a foreign particle on the distal end. The issue was found during reprocessing. There were no reports of patient involvement.